Event description:
It was reported that the subject home monitor was returned with the mention "defective". No further information was provided.

Event description:
It was reported that the subject home monitor was returned with the mention "defective". No further information was provided.

Manufacturer narrative:
Please refer to the analysis report.